Manufacturer narrative:
All information reasonably known as of 24 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint 09981. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint reported that "connections are sometimes not secure enough." An investigation was conducted based on the information provided. According to the complaint report, no patient was affected. Since no photos, videos, or samples were provided, we were unable to evaluate and determine an issue with the device. As a result, the complaint could not be confirmed, and no root cause was determined. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first (1) complaint reported for part number 0567 for "connection/disconnection(s). There was one complaint reported for part number 0567 during the same timeframe for non-functional component(s). We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Connections sometimes not secure enough.

Event description:
Connections sometimes not secure enough.

Manufacturer narrative:
All information reasonably known as of 24 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4) . This information is submitted pursuant to 21c.f.r.803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.